Manufacturer narrative:
(B)(4). Full UDI not available as the lot# was not provided by the customer. Sample was not returned for investigation. IFU warnings section clearly states: product is not absorbable and must be removed from wound prior to wound closure. The quikclot hemostatic dressing must not remain in the wound for longer than 24 hours. Additionally, the customer noted they are not sure the foreign material is actually a quikclot product. There is no identified product defect.

Event description:
It was reported that: "foreign product left in a patient that is suspected to be a 4x4 quikclot. Pathology assistant could not determine exactly what the foreign object was. Product was left in the body from 1/8 till 2/14 after a pacemaker procedure. The patient did complain of chest pains. 3 x-rays performed but nothing was detected. Patient had chest wall hematoma. After reviewing case, they suspected the final count failed because of a mid-operation switch of providers with an absence of a confirmed count before the second operation began. Surgery was performed. They are not contributing this as a product fault but to user and process error."